Manufacturer narrative:
Contact information for the initial reporter was not provided therefore additional information was unable to be requested. The device has not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports: a plastic filament on the needle.

Manufacturer narrative:
A review of the device history record (DHR) for lot number 825702 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter and contamination. The lot met the acceptance criteria and was released. Dhrs were also reviewed for the molded safety shields and safety needles assembled for this lot. Physical samples inspected from the shop orders for all involved lots identified no issues or ncrs issued against the shop orders. A review of the entire DHR found no manufacturing or inspection anomalies. Maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There was no process or material changes related to the reported condition for this product. Process monitoring data is not collected for the molding machine. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. The investigation analysis did not identify any issues with the manufacturing process that would have caused this issue. Based on the available information there¿s insufficient evidence available to determine a most probable root cause for this investigation. A review of the DHR, process monitoring data, procedures and maintenance records found no issues related to the reported condition. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.